Manufacturer narrative:
Analysis found that handpiece would not run properly. Disassembled the housing and found the seals were worn and bearings were corroded due to dried saline. Replaced the seal and bearings. The handpiece was repaired, cleaned, tested, and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was running hot and then seized up during tonsillectomy, blade would not rotate. There was no delay in the procedure. There was no patient impact.